Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
During review of treatment data sheets it was noted that the patient experienced an overfill. The reported large drain of 4985 ml was 192% over the expected drain volume which resulted in a reportable malfunction.